Manufacturer narrative:
(B)(4).

Event description:
Ppf and medical records received. Ppf has no reported alleges. After review of medical records for MDR reportability, there is no revision notes reported. Implant sticker sheet provided. Lab result shows below 7ppb.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges severe pain and discomfort. His mobility has decreased and he walks with a constant limp. There is no report of revision at this time. Update jul 20, 2017: legal medical records received. After review of the medical records for MDR reportability, there is no new information. Part and lot information were provided but not readable. This complaint was updated on: aug 9, 2017.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Added: (part/lot/exp date).

Event description:
Update jul 20, 2017: legal medical records received. After review of the medical records for MDR reportability, there is no new information. Part and lot information were provided. This complaint was updated on: aug 11, 2017.